Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap w/moisture) issue; loose cap with moisture in the pump. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge cap. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/19/2016 with the following findings: on investigation there was visible moisture behind the display lens. The pump case was cracked and the audio bolus button was punctured. Audio tone was absent. A leak test revealed a leak in the pump case. The pump was opened for investigation and revealed moisture throughout the inside of the pump and on the interior components. The audio unit was found to have a misaligned component. (B)(4).